Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet for a cardiac stress test and later during a post-meal period, with glucose peaking at approximately 280 mg/dl and remaining above range for about seven hours before the ilet reduced glucose without manual injections or alarms. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake, user interview, and troubleshooting with education, and additional training was scheduled. Investigation of this case revealed an unclear cause of hyperglycemia without evidence of device malfunction, with the ilet functioning to deliver corrections after reconnection and over time. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.